Event description:
The customer reported that following a procedure for placement of an intermedullary rod for fracture of a femur, the pt was returned to the or, the sutures were explanted and the wound was cleansed and debrided. The suture and implant were replaced.